Manufacturer narrative:
The hill-rom tech found the external alarm with housing inoperable. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the external alarm with housing to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake not set alarm was not alarming. The bed was located at the account in 8t. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).